Event description:
Patient was repositioned and the left spar was heard by staff as a loud cracking noise. Upon examination of the table, a large crack was identified. The carbon fiber material was cracked. Hospital has had ongoing problems with different or tables supplied by mizuho.